Event description:
New information noted that the lead continued to exhibit lead noise and the patient received 2 inappropriate shocks. The lead was capped and replaced on the right side on (B)(6) 2018. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient experienced ventricular fibrillation episodes due to noise observed on the right ventricular lead. It was noted that the patient did not receive inappropriate therapy as a result of the noise. It was also noted that noise was observed on the right atrial lead. Revision procedure on the leads was discussed. The patient¿s condition was stable.